Event description:
The customer alleged back to back results of 145 and 67 mg/dl. No adverse event and no action taken based upon suspect results. Return requested and replacement was sent.

Manufacturer narrative:
The customer threw the strip drum away, and therefore, it will not be returned.